Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached; the tip of the fiber was deformed. The fiber cap was found to be melted/distorted and drilled through. The cap was also found to exhibit char and detritus. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
The device was returned with no info as to the reason for return and no add'l info is available. There was no pt injury reported.